Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code unknown), indicating possible device malfunction. Reporter also indicated that the pt previously did not tolerate output current increases; however, that at the time the high lead impedance reading was obtained device output current was increased to the "max" without a problem. X-rays identified an obvious break on both the positive and negative lead coils. Further follow-up revealed that the pt underwent vns therapy system replacement. Both the pulse generator and bipolar lead were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Because product analysis found that the lead assembly was twisted, it is believed that pt manipulation was the cause of the lead break.

Event description:
Product analysis summary: approximately 40cm of the bipolar lead was returned for analysis in two pieces. The appearance of the lead indicates that the lead assembly was twisted for a certain period of time. Visual inspection of the lead assembly identified a break at 29 cm from the connector boot. Continuity check was performed using a multimeter. Continuity check did not identify any other discontinuities on the portions of the lead returned. Scanning electron microscopy was performed on the lead coils at the area where the suspected break was identified. The appearance of the coil break surfaces is characteristic of a stress-induced fracture. Other conditions of the lead were consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No visual anomalies were identified or observed. The pulse generator is functioning within specification and would not have contribuyted to the high lead impedance reading or lead discontinuity. The exact cause of the lead break is unknown.